Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Reportedly, the insulin gauge displayed an inaccurate value of 115 units and it was filled with 155 units of insulin. The customer¿s blood glucose level was 126 mg/dl. The customer continued to use the pump for insulin therapy.